Event description:
Balloon ruptured during angioplasty. On removal of the balloon catheter, it was noticed that only half of the balloon and balloon shaft was removed. The distal half of the balloon remained in the graft. The balloon ruptured into 2 separate pieces. An attempt was made to remove the fragment, in the process of pulling it back the fragment embolized and enlarged in the thoracic artery. It appears to be stable at this time. Patient is clinically stable at this time.